Event description:
The customer reported with skin irritation and dryness near mouth. Gp advised to stop using mask.

Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.